Event description:
The reporter stated that the transducer set up gave a dampened waveform and didn't register an accurate bp. The rn changed the set up and everything was fine. No further info available at this time.

Manufacturer narrative:
This issue is related to the customer not being aware of the differences between a disposable and reusable system. The hospital had previously been using a disposable system. The hosp has switched from logical a reusable system to transtar which is a disposable system with no further issues. Since no lot number was available, review of the device history record could not be performed. Co was able to confirm this issue and determine the cause. No additional action necessary at this time. Co considers this issue closed with this MDR report.